Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead helix was damaged during fixation. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was unknown.

Manufacturer narrative:
The reported event of damaged helix was not confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measuring helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead found the helix was normal.